Event description:
A product liability claim was raised out of the use of a durom acetabular component. It was reported that the pt received a durom us acetabular component 56/50 p on the right side on (B)(6) 2007 and is being monitored due to unk symptoms. In this report supplemental info is submitted for an existing but not identified complaint.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in jul 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).